Event description:
It was reported that the lead was not capturing. An x-ray showed that the lead had dislodged, so it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.